Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the doctor was working with the valve and gently pulled it into the area they wanted to implant it, and it broke apart. They consistently use this valve and never had one broke so easily. There was no harm to the patient. The hospital was able to open a new valve and use in the surgery.

Manufacturer narrative:
H3. Product analysis determined that the returned valve did not meet the requirements for leakage testing. A tear was observed on the body of the valve above the valve mechanism. This caused the leakage through the valve. It was unknown how this damage may have occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.